Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was admitted in the intensive care unit due to ketones, vomiting, and high blood glucose of 442mg/dl. It was stated that the insulin pump did not alarm when her cannulas were kinked. The customer's most recent glucose reading was 318mg/dl. Troubleshooting was performed. Ran a high pressure test and the insulin pump alarmed no delivery within specifications. It was mentioned that the customer has lost (B)(6) recently. Advised that this change will impact the type of infusion set she may need. No further info was provided.